Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection. Based on the results of the investigation, confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use which state: detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the rubber at the distal end was loose on the videoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; the air/water tube had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was not returned and evaluated and confirmed that there was foreign material in the air/water tube. Additional findings include; air/water cylinder and suction cylinder had no color. Air/water cylinder had foreign objects. Switch flexible printed circuit unit cover, circuit board unit, suction connector and outside shield unit had corrosion due to water leakage. Light guide lens had a crack. Connecting tube and universal cord had a wrinkle. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.